Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch was no longer legible. The run/safe not being legible can create a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch was no longer legible. The run/safe not being legible can create a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Inadequate resistence to autoclaving, as well as the age of the device, is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.